Event description:
As reported by the user facility: reports set started leaking from filter while chemo infusing. Reports chemo spill on pt's skin. No injury. Additional info provided by the facility indicated the set was leaking where the tubing connects to the filter. The pt suffered no adverse sequela associated with the incident. The sample was discarded and will not be returned for eval.

Manufacturer narrative:
The actual device in the reported incident was not returned to the MFR to be evaluated. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. Without the actual sample a thorough eval could not be performed. No specific conclusions can be drawn.